Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer followed instructions from technical support to manage the occlusion by disconnecting tubing, delivering a bolus, and ultimately cleaning the pneumatic tap area of the pump to clear debris, and change supplies to successfully resume insulin therapy.